Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value was 113 mg/dl. She stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; the customer received a failed battery test alarm. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.